Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the e433 error message was caused either by a defective foot switch or by a user error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the generator was giving an e433, rebooting, error message. The issue was found during inspection for use prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation did find that there was a defective generator board, scratches on the front panel and a contact quality monitor (cqm) function error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.